Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the keypad and labels intact, and the device had a scratched screen. A review of the event history log identified error codes in the history. Functional testing was unable to complete testing for accuracy because the pump started alarming. The root cause of the problem was a faulty back-up capacitor. To resolve the problem, the back-up capacitor was replaced, and the expulsor was replaced as a preventive measure.

Event description:
It was reported that the pump failed accuracy. No patient injury was reported.